Manufacturer narrative:
The product complaint analysis team has completed its investigation of device which was returned to co with product inquiry #973408. Visual inspections & results: lockout position: lockout position, n/a; cartridge condition, n/a and cartridge return batch number, n/a. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with a nicked knife. Instrument was cycled, fired, and formed staples within design specification, but had a rough cut due to nicked knife. Handles had to be manually opened after firing. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.

Event description:
It was reported during a thoracoscopy the instrument stuck and would not release. A second instrument was used to finish the case. There was no consequence to the patient.